Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead impedance warning for high impedances was noted on the right atrial (ra) lead. Noise and a suspected capture issue were also noted on the ra lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.